Event description:
Additional info was received from the study indicating that during the 9-12 month follow-up angiography confirmed in-stent restenosis at the target lesion. The event was treated with implantation of another 2.5x33mm cypher select plus stent.

Manufacturer narrative:
This pt was randomized to the clinical study in 2006. The indication for the procedure remains unknown. The pt underwent implantation of an unknown cypher select plus stent in the distal circumflex. The lesion was described as smooth, concentric, with moderate tortuosity, angulation of >45 degrees and <90 degrees, 6mm in length and a vessel diameter of 2.70 mm. The lesion was pre-dilated with a cutting balloon. Baseline medications included clopidogrel, aspirin, diuretics, ace inhibitors and ca2+ antagonists. Other procedural details and product specific details remain unknown despite multiple investigational attempts. Please note: the device involved in this complaint is distributed outside the united states. However, it is similar to the united states product cypher sirolimus-eluting coronary stent. Any additional information will be submitted within 30 days of receipt.